Manufacturer narrative:
The field service engineer (fse) replaced two pinch valves. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient sample on a cobas 6000 e601 module. The initial troponin result was 50.32 pg/ml with flag. The result did not match the patient's clinical picture and the sample was repeated. The repeat result was 63.52 pg/ml.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) checked the sipper alignment, pinch tubes, and pinch valves. The investigation is ongoing.